Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 5. Reference MFR. Report: 3006705815-2018-02625. Reference MFR. Report: 1627487-2018-10102. Reference MFR. Report: 3006705815-2018-02627. Reference MFR. Report: 1627487-2018-10103. It was reported the patient presented to the emergency room with a fever, hives and irritation at both the ipg and lead incision sites. Cultures confirmed an infection at the lead sites. The patient was placed on intra-venous antibiotics and a PICC line was inserted. The patient was discharged from the hospital on (B)(6) 2018. The lead incision site has reportedly been healing. Further clarification indicated the ipg site was bruised and tender to the touch.

Event description:
Device 3 of 5 : reference MFR. Report: 3006705815-2018-02625 ; reference MFR. Report: 1627487-2018-10102 ; reference MFR. Report: 3006705815-2018-02627 ; reference MFR. Report: 1627487-2018-10103. Follow-up identified the patient was seen by the physician. Intravenous antibiotics will be administered for a few more weeks. Surgical intervention is not planned at this time. In addition, there was no tenderness or drainage noted at the incision site.

Event description:
Device 3 of 5. Reference MFR. Report: 3006705815-2018-02625. Reference MFR. Report: 1627487-2018-10102. Reference MFR. Report: 3006705815-2018-02627. Reference MFR. Report: 1627487-2018-10103. It was reported during follow up that the issue has resolved following antibiotic administration.